Event description:
The contact stated the customer's blood glucose was tested using an elite xl meter, and the result was in the 500's (mg/dl). The customer's blood was retested using another meter (brand unknown), and the result was in the 200's (mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement products will be sent.